Event description:
It was reported that the pt underwent a sling procedure in 2003. Following the procedure, the pt initially complained of urinary retention with increased post-void residuals, which stablized at approximately 50ml. The pt also has de novo urge incontinence, which has been worsening. The pt was started on detrol. The pt's incontinence had failed to respond to medication, and the physician plans to return the pt to the operating room to release the tape. The physician feels that they may have over-tensioned the tape.